Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gallbladder surgery due to cholecystitis and cholelithiasis. When doctor ligated the cystic artery, found that the clip cracked when using absorbable clip and reusable single applier, and the cystic artery could not be clipped in time, resulting in prolonged bleeding time. It was noted that there was no blood loss of 500cc. A new clip applier was used immediately and completed the surgery.